Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes: chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
The patient reported that her grandmother found her unresponsive (at 12:00pm) and the ambulance was called. She was diagnosed with hypoglycemia and treated with dextrose via IV. After treating, her blood glucose was 51mg/dl and they had her eat a peanut butter and jelly sandwich, her blood glucose was then 71mg/dl. The patient refused transport to the hospital. The patient's last bolus had been the day prior (at 2:00pm) for a correction of 2.45 units. Her basal rate had recently been changed and she is pregnant. As a result of the event, she dropped her basal rates from 3.0 to 1.75. The pod had been worn on the abdomen for longer than 48 hours. The patient's blood glucose history is as follows: (B)(6).